Manufacturer narrative:
Investigation results of stent kinked. A visual evaluation was performed and found the stent was unloaded from the delivery system when received. The stent was kinked at the proximal end. The guide catheter was bent in several locations for approximately 7cm from the distal end and was kinked at 27.2cm from the tip. The suture was detached and missing. The suture hole in the stent was torn. Most likely some procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can experience difficulty advancing in the anatomy. The stent was likely stuck in the elevator during withdrawal. Effort to withdraw the device likely caused detaching of the suture and tearing of the suture hole. Once the suture is broken, the stent would likely be deployed if/when the delivery system is withdrawn. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint the device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the advanix biliary stent would not advance into the biliary duct. The physician wanted to remove the device in order to proceed with a dilation, however, the stent inadvertently detached from the delivery system and remained stuck in the erector of the duodenoscope. This obligated the operator to retrieve the entire endoscopic system, including the guidewire from the biliary duct. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent kinked.